Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/04/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). Manufacturer's ref. No: (B)(4) the device was not returned to bwi.

Event description:
It was reported that air flew back to the catheter side-port. It is unknown how this issue was detected. The physician had to exchange the catheter in order to proceed with a procedure. The procedure was completed without patient consequence. This complaint is reportable as it is a potential for air embolism that might require additional intervention to prevent serious injury or death.

Manufacturer narrative:
(B)(4). Device evaluation of 1st preface sheath: it was reported that the air was flow back to the side-port during handling after the smart touch catheter was inserted into the cardiac cavity. The issue was resolved by changing the 2nd preface. But there was a little air into the 2nd preface. The preface was as-is used through having the issue to complete the procedure. The procedure was completed without patient's consequence. The complaint product(s) will be returned for analysis. The returned device was visually inspected upon receipt and it was found in normal conditions. The device was observed under a microscope and no anomalies were detected. An irrigation functional analysis was performed using a smart touch catheter lab sample and no air or bubbles were observed on the side port. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Based on available analysis finding a result, the failure mode does not appear to be caused by any internal bwi processes. Device evaluation of 2nd preface sheath: the returned device was visually inspected upon receipt and it was found in normal conditions. The device was observed under a microscope and no anomalies were detected. A vessel dilator was introduced through the sheath introducer and no resistance was felt. An irrigation functional analysis was performed using a smart touch catheter lab sample and no air or bubbles were observed on the side port. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Based on available analysis finding a result, the failure mode does not appear to be caused by any internal bwi processes.

Manufacturer narrative:
Review of lot 17247794 and lot 17257699 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.